Event description:
The patient reported their blood glucose (bg) level reached 16 mmol/l (288 mg/dl), while wearing the pod for 6 hours. The pod reportedly failed to adhere properly to the skin. The patient reported when they removed the pod from the infusion site (back), they observed the cannula to be bent. Additionally, the patient reported they smelt and felt insulin on their skin, indicating that the pod was leaking. As treatment, they administered insulin via manual injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data showed that an expiration alarm was generated by the pod after 80 hours of operation. This is not a failure of the device but rather a safety feature of the device. The adhesive pad was not returned with the device. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.